Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient had epidural sited that was not working well and they found to be disconnected between filter and connector. They reconnected aseptically after trimming, then replaced the connector, then filtered as per local policy. This resulted in the epidural pump alarming as high pressure. As they have had seen faulty connector occluding the catheter before (same manufacturer), they tried with a new connector or filter and re-trimmed catheter. There was still the same alarm on disconnection between filter and connector, flowed normally i.e. The occluding fault was downstream i.e. Connector or catheter.